Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-00224. It was reported that one of the patients leads were submerging out of patients forehead. The patient had the entire system explanted and the issue was resolved. It is unknown which lead was the issue so both are being reported on

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.